Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, after removing his sensor, his arm was sore. The patient saw the area was infected and the skin reaction had spread down his arm extending beyond the patch perimeter (no mention of the skin reaction spreading to other body parts). It was also noted that the patient had a transplant previously and therefore, has a compromised immune system. The patient went to the emergency room for evaluation. The patient was admitted and treated with unspecified IV antibiotics for 7 days before being discharged. The patient was also sent home with antibiotics to take via a PICC line. The patient was in ¿stable¿ condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4). H2 additional information: h11 - h6 health effect - clinical code - e0403 immunodeficiency.

Event description:
Subsequent to the initial MDR, additional information is required.